Event description:
A (B)(6) old, (B)(6) corrected week baby was transferred for higher level of care. At time of admission, infant was orally intubated with a 3.0 ett secured with the neo-fit device (cooper surgical) from the referring hospital. The securement of the ett was changed to a neobar device (neotech) per our clinical practice. A few days later, routine xr showed a radiopaque l-shaped structure projecting over the left abdomen, likely in stomach. Review of imaging showed presence of the object dating back to the day of admission with migration from the oral cavity to the stomach. Surgical review recommended nonintervention as infant had no clinical symptoms and foreign body was tracked with serial imaging. Object traversed the gastrointestinal tract and was spontaneously passed per rectum 12 days after admission. Object was identified as a metallic piece of the hook and loop strap of the neo-fit ett securement device. It was determined that the metallic piece broke off or became dislodged from the securement device during the change from the neo-fit to the neobar device for ett securement. The metallic piece was then subsequently swallowed by infant resulting in the accidental ingestion. Object was sent to pathology for examination. Treatment dates/therapy dates: start (B)(6) 2020, stop (B)(6) 2020. Is therapy still on-going? No. Diagnosis for use: ett securement. FDA safety report ID # (B)(4).